Event description:
It was reported that during a percutaneous intervention (pci) procedure, balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous, severely calcified mid circumflex (cx) artery. The physician advanced a 2.5 x 12mm apex balloon catheter to the lesion, and inflated twice, the balloon ruptured on the second inflation at 12 atm. The device was removed and the procedure was completed with another of the same device and the implant of an ion stent. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous, severely calcified mid circumflex (cx) artery. The physician advanced a 2.5 x 12mm apex balloon catheter to the lesion, and inflated twice, the balloon ruptured on the second inflation at 12 atm. The device was removed and the procedure was completed with another of the same device and the implant of an ion stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the balloon material, identified that a longitudinal tear was present in the balloon. The tear stretched from the proximal edge of the proximal markerband and extended distally for a total length of approximately 7mm. A detailed microscopic examination of the balloon material and of the markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).